Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The right side stroller handle hardware and release cable broke off the chair.